Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection. It was reported that intra-operatively, the site could not get a trace registration error below five. The site initially registered off of a flair magnetic resonance imaging (mr) and got good registration accuracy. The site decided to re-register using an exam that provided a better 3d model. When completing the trace registrations, the error metric would increase as more point were added. Technical services (ts) recommended that the site add touch points. After adding touch points, the registration metric improved and the site continued to verify accuracy and the accuracy looked good. When the site began to navigate, the points would be on the patient's chin and show on the model's forehead and be on the patient' right and show on the model's left. The site rebooted the system and re-registered the patient using the flair exam. The site felt accurate and continued with the case. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined since the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that software engineering could not determine the root cause of the reported issue.

Manufacturer narrative:
A manufacturer representative (rep) went to the site to test the navigation system. The rep tried a mock registration and that was successful. The investigation is still on going. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection. It was reported that intra-operatively, the site could not get a trace registration error below five. The site initially registered off of a flair magnetic resonance imaging (mr) and got good registration accuracy. The site decided to re-register using an exam that provided a better 3d model. When completing the trace registrations, the error metric would increase as more point were added. Technical services (ts) recommended that the site add touch points. After adding touch points, the registration metric improved and the site continued to verify accuracy and the accuracy looked good. When the site began to navigate the points would be on the patient's chin and show on the models forehead and be on the patient's right showed on the models left. The site rebooted the system and re-registered the patient using the flair exam. The site felt accurate and continued with the case. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.